Event description:
Boston scientific crm received information that this right atrial (ra) lead was fractured. No adverse patient effects were reported. The associated device was reprogrammed to vvi.

Manufacturer narrative:
At this time, it is unknown if this lead will be explanted. No additional information is available. If any additional information does become available or if the lead is returned for analysis, this report will be updated.